Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-03944. Additional information received identified effective stimulation was restored following the lead replacement.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2016-03944. It was reported the patient was no longer receiving stimulation in her pain pattern but receiving unintended rib stimulation. It was also reported the patient had experienced a fall prior to the issue. X-rays were taken and it was later reported the scs leads were explanted and replaced due to migration.